Event description:
It was reported to philips that the system shut down on its own, preventing system boot up. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) checked the device onsite and confirmed that the system was unable to power on. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the pdm did not power off when the system shut down, which caused the system failed to start up. The fse replaced the pcm but the problem persists. To resolve the issue, the fse replaced the pdu front panel. The defective part was returned for analysis, for pdu malfunction was observed and the failure was found to be loose/disconnected cable pcm. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.